Event description:
It was reported that the customer experienced a blood glucose (bg) level of 532 mg/dl and trace ketones. Reportedly, the customer had recently updated the pump¿s personal profile settings. Additionally, customer was using supplies longer than intended. Bg was addressed via a correction bolus, and consumption of fluids. The customer was instructed to consult with healthcare provider regarding bg level.

Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 532 mg/dl and trace ketones. Reportedly, the cause was unknown, customer's personal profile settings. Additionally, customer was using supplies longer than intended. Bg was addressed via a correction bolus, and consumption of fluids. The customer was instructed to consult with healthcare provider regarding bg level.